Event description:
It was reported to manufacturer by facility, nursing home, per facility and elderly female pt was in the process of being raised using the hoyer lift when, as the facility describes, the lock nut that attaches the scale to the boom came out and the scale, cradle, and pt fell to the floor. Pt was sent to the local ER for medical exam. Manufacturer issued for return and evaluation of lift in question.